Event description:
Revision of cormet resurfacing to a trinity/metafix thr after 7 years 4 months due to possible armd.

Manufacturer narrative:
Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records cannot be reviewed at this time as no device details have been provided for either the femoral head and acetabular cup components.